Manufacturer narrative:
Concomitant medical products: 6935m62, lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system was explanted due to an infection and erosion. It was noted that the leads could be seen from the incision. No further patient complications have been reported as a result of this event.